Manufacturer narrative:
The reported events of rf telemetry communication, programming issue, inappropriate lv output and inability to program were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at normal level, elevated current was noted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
D6a: implant date is estimated to have occurred in (B)(6) 2020.

Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in clinic follow up, the device was difficult to interrogate, however was successful. Upon interrogation, the device was pacing at 100bpm. The device was not programmed to pace at 100bpm and the device was unable to be programmed back to appropriate settings. A device exchange was advised and is anticipated. No intervention has been performed at this time. The patient was stable and will continue being monitored.